Event description:
On (B)(6) 2023, this patient¿s peritoneal dialysis (pd) registered nurse (pdrn) reported the patient was diagnosed with peritonitis and was prescribed antibiotics. No additional information was provided during intake. During follow-up, the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 693 u/l) were collected, and the patient was formally diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event, as a home evaluation revealed the patient wasn¿t practicing the prescribed hand hygiene prior to initiation or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and is recovering from the events. A follow-up cell count was drawn on 06/08/2023 and the wbc count had dropped to 33 u/l.

Event description:
On (B)(6) 2023, this patient¿s peritoneal dialysis (pd) registered nurse (pdrn) reported the patient was diagnosed with peritonitis and was prescribed antibiotics. No additional information was provided during intake. During follow-up, the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 693 u/l) were collected, and the patient was formally diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event, as a home evaluation revealed the patient wasn¿t practicing the prescribed hand hygiene prior to initiation or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and is recovering from the events. A follow-up cell count was drawn on (B)(6) 2023 and the wbc count had dropped to 33 u/l.